Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 105 bd ultra-fine¿ pen needles were unable to deliver medication. The following information was provided by the initial reporter: the pen was blocked despite exerted pressure.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. DHR could not be performed and the root cause is undetermined.

Event description:
It was reported that 105 bd ultra-fine¿ pen needles were unable to deliver medication. The following information was provided by the initial reporter: the pen was blocked despite exerted pressure.